Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device failed to display an error or alert message when the cartridge was empty. No adverse event was reported. The infusion device was requested to be returned for product evaluation.